Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed fracture as a result of low stress high cycle reversed bending fatigue initiation and propagation. No material defects were observed that could have contributed to fracture initiations and/or propagations to failure. Review of patient x-rays reveals the cement mantle around the distal end of the stem is cracked and the femoral stem is broken a few centimeters from the distal end. Patient medical records were reviewed and from a medical perspective, based on the very limited information available to be reviewed, it was not possible to determine if complaint is product related. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported device breakage and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a broken stem extension. The hinge pin was also identified as being broken.